Event description:
It was reported that the right ventricular (rv) lead exhibited signs of t-wave oversensing (twos). It was further reported that 44,000 short v-v intervals were measured over a twenty day period, and r waves measured 2.2 in tip/coil configuration, and 1.1 in bipolar configuration. Lead impedances were stable. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).